Manufacturer narrative:
Information contained in this report was previously submitted through asr on 4/15/2017. The events of infection and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side leak, "major rashes" and "a lot cysts". Patient additionally reported "a lot of infections", "cellulitis" and "CT scan shows swollen lymph nodes¿. The device remains implanted.